Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. Eval summary: the lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Pain [pain]. Unable to walk 4 blocks [gait disturbance]. Badly swollen knee [joint swelling]. Knee effusion [joint effusion]. Hot flashes throughout her body [hot flush]. Hot knees [joint warmth]. Dizziness [dizziness]. Case description: spontaneous report was received on (B)(6) 2012 from a (B)(6) female pt, initials (B)(6), with osteoarthritis. The pt's medical history was significant for osteoarthritis, vertigo, knee meniscus tear, knee meniscus repaired ((B)(6) 2011) and previous use of synvisc-one ((B)(6) 2011) in her right knee. On an unspecified date in (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f20), injection at a dose of 2 ml weekly in the left knee. The lot number of synvisc was not provided. On an unspecified date in 2012 (after the first synvisc injection) the pt developed hot flashes throughout the body as well as in the knees. On an unspecified date in 2012, after the third synvisc injection) the pt developed swelling and dizziness. On (B)(6) 2012, the pt attended the doctor with lot of pain and badly swollen knee. The doctor drained the knee and gave the pt a shot of cortisone. It was reported that the pt felt better but was unable to walk four blocks. The action taken with synvisc treatment was not provided. The outcome for the events of knee effusion, unable to walk 4 blocks, dizziness and hot flashes throughout her whole body as well as in her knees was not provided. Concomitant medications were not provided. The intensity for all the events was not provided.